Manufacturer narrative:
This report is submitted on march 5, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 for unspecific medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached this report is submitted on june 12, 2024.